Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain, suspected instability and loosening of the attune tibial base plate at the cement to implant interface. Two depuy cements were used. On the x-ray images, the implants did not appear to be loose. However, during the removal of implants surgeon was able to easily pry out the tibial base with a curved osteotome. The tibia came out easily with no cement on the underside and appeared to fail at the cement to implant interface. Doi: (B)(6) 2015. Dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.